Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete system check with tandem system support, so root cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was above 600 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose level.